Event description:
It was reported that after a da vinci-assisted surgical procedure, error 31226 occurred on every power up procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 2 and 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer complaint was confirmed and replicated. In artemis, the 31226 error was found indicating aurora link error axes controller, arm (aca) downstream to axes controller, motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the clock spring and the 31226 error was triggered, replicating the reported event. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault. The usm was analyzed and the reported customer complaint was confirmed and replicated. In artemis, the 31226 error was found indicating an aurora link error downstream from the aca to the acm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where no errors related to the reported event occurred. The unit was then installed onto a pftp where the unit failed fiber test on the clock spring. A golden clock spring fiber was installed and the unit passed the required test, verifying the clock spring fiber to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.